Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and was found to have thermal damage on bipolar yaw pulley. The instrument was found to have localized melting on bipolar yaw pulley. The instrument passed electrical continuity test. The probable root cause of the thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps instrument was found to have thermal damage at the pulley. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed. There was no patient injury. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.